Event description:
It is reported that a patient underwent a vaginal colpopexy repair procedure with mesh on a unknown date. The patient experienced a cystotomy which was incurred during trocar insertion which was repaired. Additional information has been requested.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.